Event description:
Additional information received reported that the cause of the event was wound trauma followed by dehiscence. It was noted that the patient fell onto buttocks. It was noted that surgical intervention had occurred. It was noted that the device was explanted on (B)(6) 2013 and a replacement occurred on (B)(6) 2013. It was noted that the implantable neurostimulator (ins) and lead were replaced. It was noted that the signs and symptoms associated with the event included an exposed stimulator. It was noted that the patient required hospitalization due to the event. It was noted that an outpatient explant had occurred. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_prog, serial# unknown, implanted: (B)(6) 2008, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient experienced a series of three accidents shortly after being implanted and had to have the device removed a month after implant. It was noted that the patient¿s first accident was when she slipped out of a car and then later, the patient was moving some boxes, which she knew she was not supposed to be doing, and her wheelchair fell on her. Additional information has been requested, but was not available as of the date of this report.